Event description:
It was reported that the health care professional hcp called for review of device data and found this patient with a pacemaker had a mix of atrial fibrillation af and far field oversensing on the most recent atrial tachy response atr episode. The patient did not experience any symptoms. At this time, the device remains in service. No adverse patient effects were reported.